Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed this report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: battery compartment crack observed from thread area to case seal. No evidence of moisture contamination found inside battery compartment.. No battery cap returned . A test cap was used for all testing and was unable to fully tighten due to battery compartment crack. A power loss was not observed. The test cap was able to tighten enough to allow for exercising. The pump was exercised with a test battery cap for 24 hours. No power loss or low battery warnings were duplicated. Pump case was removed, no evidence of moisture contamination found inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Display is faded, discolored and difficult to read. Replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.